Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was fixated but pacing impedance was high, p-wave amplitude sensing was low, and there was poor current of injury. The lp was repositioned and the helix sprung. A different lp was used to complete the procedure. There were no patient consequences.